Event description:
A hospital reported to our distributor that the rt040m mask falls apart and does not seal. We took this to mean that the seal of the mask comes away from the mask base. No pt consequence was reported.

Manufacturer narrative:
H6. The complaint device was not returned. Our investigation was based on the event description and results from previous investigations. Results: one potential contributing factor may be due to improper fitting of the rt040 full face mask onto the pt. However, we are looking at ways to improve seal retention in the rt040 mask. Conclusions: fisher & paykel healthcare marketing has developed an improved in-service program to address the potential for improper fitting. This program is currently being implemented for customers in the united states. We have received similar complaints and we are currently trending this at an occurrence rate of approximately 0.043% for the last year. We have an open CAPA project to address this issue and to implement potential design solutions to prevent recurrence in the future. Unfortunately, we inadvertently neglected to report this complaint within the 30-day timeframe as required by the regulations. This was detected during a review of our complaint and vigilance handling system. We will continue to improve our system to ensure vigilance reports are sent within the required timeframe.